Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the implantable cardiac monitor (icm) device showed pause episodes within hours after implant. The episodes appear to false positive with artifact and loss of contact. The device remains in use. No patient complications have been reported as a result of this event.